Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient noticed that her infusion site was wet. She attributed her high reading to the leaky infusion set site. Patient cannot see a visible defect , but she attributes the leak to the infusion set, and not due to poor absorption. No adverse event alleged. A request was made for the return of the device.